Manufacturer narrative:
Received medwatch ((B)(4)) that reported a patient on a v60 ventilator desaturated on the way to the elevator. The oxygen tank was verified as full, connected and on. The ventilator was checked by the respiratory therapist (rt) and confirmed to be functioning correctly prior to leaving the room. Once off the elevator and heading towards the intensive care unit (ICU), the bipap screen went black and shut of. The error message displayed was "vent inoperative" and 100a and then "data acquisition pcba adc reference failed." The patient was placed on nasal cannulae (nc) from the tank and placed on a new bipap once they arrived in ICU. The customer stated installed a new battery and a retro-fit kit da to mc cable/mc bracket. The machine was tested by using a simulated patient for a few hours and was then put back in service.

Manufacturer narrative:
During follow-up with the customer it could not be determined if the patient required increased oxygen support during the transfer from one bipap machine to another. Therefore, philips will consider this event a serious injury. Patient information was requested, but the customer did not provide.

Manufacturer narrative:
Per biomed , he replaced the data acquisition to mc cable to address the reported issue. The biomed states that he could not duplicate the reported error. Patient information was not provided by the biomed.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator alarmed with da pcba adc reference failed error. The customer reported the device was in use, but there was no patient harm reported